Event description:
It was reported that the cat scan recorded desaturation. The patient was bagged, and saturation went back up. The event occurred between a transfer to the table. The patient's saturation went back to one hundred percent once back on the vent.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a slightly bowed front panel. No other physical damage was found. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. The frequency and tidal volume measurements were in spec, and the demand function worked as intended. The device cycled as it should for an hour post testing. There was not enough information to determine if the patient desaturation was caused by the ventilator as the ventilator may have been removed while the patient was being transferred from table to table. The complaint could not be verified, and as such, no fault was found with the device. No corrective action was taken, as all measurements were in spec (no suitable preventive measures were identified as the reported problem was not replicated) the previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).